Event description:
A report was received on 16 apr 2025 from the home therapy nurse (htn) of a 22-year-old female patient with a medical history including end stage renal disease who stated the patient was hospitalized on an unspecified date. Additional information was received on 16 apr 2025 from the htn who stated the patient became feverish, lethargic, hypotensive, and began experiencing chest pain approximately twenty minutes into a home hemodialysis treatment on (B)(6) 2025. Emergency medical services (ems) were called, arrived on scene and transported the patient to the hospital. Review of the hospital records showed that the patient received dialysis twice, received a blood transfusion and was discharged in stable condition on (B)(6) 2025. A discharge diagnosis was not provided.

Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).